Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number was provided for evaluation and the complaint could not be confirmed. However, b. Braun medical inc. (Bbmi) has issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: I currently have 27 boxes of these on hand and I'm concerned that we may continue receiving more. The connectors on these bloodlines appear to be different from what we previously used, and they seem to be allowing air into the lines. We've tried several troubleshooting methods, but the issue persists. Based on our observations, I believe the problem is due to a defect in the connector itself rather than user error.